Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a muscle knot under their left shoulder from the lifevest equipment. The patient's cardiac physical therapist advised for patient to switch sides for the monitor holster to rest on. Outcome of the muscle knot is unknown.